Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon broke at the end of the trocar. Dr. Did not over inflate. There was no report of pieces falling into the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported, the pt went home the same day.

Manufacturer narrative:
Date initial report sent: 08/19/2008.